Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection was of the impactor shows that a piece from the white nylon impactor head had fractured and was not returned. The impactor has nicks and dings and surface scratches from repeated use. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the white piece of the impactor fractured during a knee procedure. No adverse events have been reported as a result of the malfunction.